Manufacturer narrative:
Biocompatibility testing to (B)(4) was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue defibrillation gel. The actual device associated with the event was not returned for investigation.

Event description:
A us contacted zoll to report that a patient developed sores on the back under the electrodes 'after patient had a stroke and was flailing on the ground receiving CPR and other resuscitation by emts and daughter'. The patient received band aids at the hospital and the sores cleared.